Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/25/2013 to the present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for out of calibration ¿ high reading which does not correlate to the customer reported issue.

Event description:
It was reported that the device alarms for no apparent reason. There is a message to check IV set. No additional information was provided. There was no patient involvement.